Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced an issue with two infusion sets were fell off during use. The issue occurred on (B)(6) 2024. The infusion set was in use for 24 hours. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Device 1 of 2. E1: (B)(6).